Event description:
Pt tested blood glucose on suspect device and blood glucose was 111 mg/dl before leaving for dr's appointment. Less than one hr later dr tested blood glucose in his device and blood glucose 31 mg/dl. Pt immediately admitted to hosp where she lapsed into a coma. Pt's insulin pump was disconnected and pt was treated repeatedly with glucose intravenously. Pt felt like she had low blood glucose all week and suspect device did not reflect the way she felt.